Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 22049 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issue. Smart chip verification indicated the balloon catheter was used for five applications. The dissection test showed a guide wire lumen kink 1.4 inches from the tip of the catheter. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.